Manufacturer narrative:
Estimated dates: the UDI is unknown because the part and lot number was not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The investigation was unable to determine a conclusive cause for the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported in a general comment that after deployment of a xience prime stent, there was difficulty removing the balloon of the delivery system. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Subsequent to filing the initial report, 16 sterile devices were received and tested for deflation time in the returned goods lab and evaluated for balloon shape after deflation. All 16 devices met deflation time specification. There are no specifications for balloon shape, specifically ¿flatness¿, post deflation; therefore, balloon deflating flat is acceptable for xience prime. An additional 11 units were received and tested for deflation time in the re lab and met specification. Therefore, there is no indication of a product issue with the sterile devices.